Event description:
It was reported via voluntary medwatch # mw5080210 that guide wire coating peeled off. The target lesion was located in the right coronary artery. After a guide catheter was placed in the lesion, a 182cm choice guide wire was advanced to cross the lesion. However, the wire ended up going through one of the side holes and when it was retracted, a piece of the wire coating came off. The wire and guide catheter were removed as one unit from the patient. No patient complications were reported.